Manufacturer narrative:
The cartridge was received for evaluation and revealed a leak in the venous line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2022 from the home therapy nurse (htn) of a 55 year old male with a medical history including hypertension and end stage renal disease, who stated blood was observed leaking from the cartridge during an in-center hemodialysis treatment on (B)(6) 2022. Additional information was received on 02 aug 2022 from the htn who stated the patient did not experience any symptoms and no medical intervention was required. Following the event the patient the patient continues to treat with the nxstage system.